Manufacturer narrative:
Exact event date is unknown; however it was reported that the event happened in (B)(6). The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). A visual examination of the device found the basket to be fully retracted/ closed. Further evaluation revealed that the side car-rx presented pushback out of specification. Functional evaluation was performed and found the basket did not open fully as the basket wires were found to be folded. Moreover, the basket wires were properly formed and evenly spaced. Evaluation concluded that the side car-rx presented pushback out of specification which is likely due to procedural factors. Therefore, the most probable root cause is ¿operational context.¿.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the basket wires did not open fully and failed to extract stone. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results; side car-rx (guidewire port) pushback.